Manufacturer narrative:
Upon receipt the lead was found cut 6 cm distal to the is4 connector pin into two segments. A proximal and a distal fragment were received for analysis. The performance of the lead fragments was scrutinized, including a visual and electrical inspection. The analysis revealed 37 cm proximal to the lead tip a deformed lead body. In this area the conductor coils leading to the ring electrodes and lead tip were found fractured, which is assumed to be the root cause of the reported high lead impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further damages such as a cut into the insulation (41 cm proximal to the lead tip), most likely occurred during the extraction procedure. The manufacturing process for both leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 27 months, it was observed that the impedance of the lv lead is too high. Both leads lv and rv lead were removed and replaced.